Event description:
The customer reported that during a patient incident, the device would not read the patient's ECG when connected with the defibrillation electrodes. The patient's downtime prior to ems arrival was not reported. Following the reported failure of the device to recognize the patient's ECG rhythm, a back-up device arrived approximately 8 minutes later. The patient was resuscitated and transported to the hospital. The patient is currently reported to be in intensive care. There was no adverse effect reported to have been caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The cause of the reported failure could not be determined.